Event description:
It was reported on 28may2026 that the patient's mobile power unit (mpu) was not turning on. The ventricular assist device (vad) coordinator stated that it looked new and did not find any damage. The mpu was received by the patient in february 2026. The patient was given a loaner mpu.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.